Event description:
In 2009, an ophthalmologist reported a patient who experienced a dense vortex like pattern on the cornea and limbal epitheliopathy. The doctor diagnosed the patient with limbal stem cell deficiency and slight diminished vision. The patient was treated with artificial tears, steroid drops, punctal plugs and antiedemic drops. Additional information received on 08/20/2009 from the ophthalmologist who diagnosed the patient with superficial keratitis in both eyes and the event has not resolved.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received. A visual examination revealed fiber and dust-like particles on top of the cap and shoulder area of bottle with a sticky residue on the top of the cap area. Batch records were reviewed and no deviations were identified. Chemical and microbial parameters conformed to release specifications. No similar reports for lot 160692f. Additional information was requested on 07/28/2009, 08/04/2009 and 09/02/2009 and received on 08/12/2009 and 08/20/2009. This report was mailed to FDA on: 09/11/2009.